Event description:
It was reported that the patient presented in clinic for implant procedure. During the procedure, the atrial lead was placed and then x-ray later found the lead to have dislodged. After attempted repositioning, the atrial lead exhibited low pacing impedance. Cable accessories were replaced but issue remained unresolved. It was suspected that the lead insulation was damaged. Physician decided not to implant the atrial lead and reprogramming was performed to exclude atrial pacing. There were no patient consequences.

Manufacturer narrative:
The reported events of low pacing lead impedance and insulation damage were confirmed by analysis. Final analysis found that the lead body was compressed and was damaged at the suture sleeve tie impression location. Inner insulation damage was also found at the suture tie region. The cause of the reported events was due to the inner insulation damage made by overtightening suture sleeve tie during the reimplantation procedure. No other anomalies were found.